Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager had failure. Srm latch failed multiple times a day. The door was not unlatched when it was meant to. It was also locked while the door was open, resulted in failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had experienced frequent failures. The field service engineer (fse) replaced the latch for the smart remote manager, ensured the hasp was aligned with the latch and was opening and closing properly, and had the customer inventory the smart remote manager to ensure there were no failures. The system functioned as intended after the field service engineer repaired the device.